Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and the home screen did not appear on the display. The customer's blood glucose level was unknown. Customer reports fluid in the battery compartment. The customer also reported small crack on the insulin pump. The customer was advised to discontinue from the insulin pump at the quick release and to revert to the back-up plan. The insulin pump will be returned for analysis.